Event description:
It was reported that the user experienced hyperglycemia while using the ilet with subcutaneous insulin via pen backup after elevated readings were observed on both the pump and a fingerstick, with no pump alerts and after a recent infusion set change; the user was advised to change the site but lacked supplies, so an insulin injection was administered after disconnecting from the pump. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no findings available, and the medical device problem and component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.